Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the image intensifier power supply was out of adjustment. The power supply was adjusted for proper sizing in all modes. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 could not switch to normal mag mode causing possible degraded visualization. There was no adverse pt involvement reported. There was no pt info reported.